Manufacturer narrative:
Information was received that the event reported was a duplicate. The event was reported under MDR 1037905-2020-00525. Therefore, this report is being sent to cancel the initial report.

Event description:
This correction follow up report is being submitted to cancel the initial report submitted relating to this event. Reference the additional manufacturer narrative-notes for this justification.

Manufacturer narrative:
Initial reporter occupation: unknown. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record does contain a nonconformance that could potentially be related to the complaint. The device goes through various inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Additional information received indicates that negative pressure was not applied to the device. A contributing factor to balloon material leakage is failure to apply negative pressure to the balloon prior to advancement. The instructions for use advise the user: ¿while compressing the plunger lever, pull the plunger handle until vacuum is indicated on the pressure gauge. Maintain a vacuum with the handle, then release the plunger lever. The balloon dilator is now ready for placement through the accessory channel of the duodenoscope.¿ this activity will aid in balloon advancement and preservation. A leakage in the balloon can also occur if the balloon material comes into contact with a sharp object or a burr in the endoscope channel. Prior to distribution, all quantum ttc biliary balloon dilators are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that negative pressure was not applied to the device, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an digestive tract interventional therapy procedure, the physician used a cook quantum ttc biliary balloon dilator. During the beginning stage, the physician inflated the balloon and find out about the leaking issue. This event was not reportable at this time. Additional information received on 07-dec-2020 indicates it was used in the papilla [subject of report]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.